Event description:
Contact lens pt reports that she opened a new blister pack containing one air optix aqua multifocal lens and when she put the lens on her eye, she immediately felt a burning discomfort with that lens. She could not get the lens out of her eye herself and had to enlist the help of her husband in order to get the lens out of her eye. This happen in the am and the pt was able to get to me within an hour. When I saw her, approximately 80% of her corneal epithelium - the top layer of the corneal was missing. She has been under treatment for the past week and is doing much better and we expect a full recovery of her vision. Saw pt 2x/day for two days, 1x/day for another 4 days, still under care.